Event description:
While wearing the external equipment, the patient reportedly experienced uncomfortable sensations. In 2006, the patient was seen by a company rep for device evaluation. Testing performed confirmed that the device was not functioning. Surgery to explant the patient's cii device is to be scheduled.